Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular after suturing down exhibited low impedance. It was discovered that the lead had an insulation breach near the suture sleeve. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿insulation breach near the suture sleeve¿ and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the insulation was separated/damaged breaching all conductor lumens and the inner coil was compressed/damaged with the etfe cable coating of one conductor cable breached/damaged due to excessive suture tie down forces. The cause of the reported events was isolated to the breached/damaged insulation exposing the inner coil and the breached/damaged etfe cable coating of one conductor cable due to excessive suture tie down forces.